Event description:
The patient was treated on (B)(6) 2024 for aub a/w multiple fibroids (14-week uterus per dr. Gonzalez). The patient was treated with elagolix and remains on it. The procedure took 84 minutes and 6 fibroids were treated, the largest being a 6-cm transmural fibroid (the others were all small 1-1.5 cm intramural [and one submucous)] fibroids). The 6-cm fibroid received three ablations. The pt did well in the interim with reduced aub. One week ago, she noticed increased leukorrhea with odor. Today, she had a temp of 100.1º at home and passed a clot with some spotting. She was sent to the emergency room and admitted, placed on IV antibiotics and motrin. The patient is still being evaluated, but the tmax was 100.7% and it is not known if she has any lab abnormalities. Imaging has not yet been done.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Per gynesonics md this appears consistent with postablation inflammation symptoms. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6), 2025 and is being reported retroactively out of an abundance of caution.